Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow observed after placement. It was later reported, that there was not visible urine.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The balloon was inflated with 10cc water and a flow rate test was administered. While inflated, the flow rate was 160ml/min, 180ml/min and 180ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. We were unable to duplicate the reported event. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "since the movement of the body est. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Precaution for use: exercise caution when using the device in patients with high urinary calcium level as encrustation on the balloon surface, catheter occlusion or damage may occur."

Event description:
It was reported that there was no urine flow observed after placement. It was later reported, that there was not visible urine.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The balloon was inflated with 10cc water and a flow rate test was administered. While inflated, the flow rate was 160ml/min, 180ml/min and 180ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. We were unable to duplicate the reported event. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "since the movement of the body est. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Precaution for use: exercise caution when using the device in patients with high urinary calcium level as encrustation on the balloon surface, catheter occlusion or damage may occur."

Event description:
It was reported that there was no urine flow observed after placement. It was later reported, that there was not visible urine.